Event description:
During case pt jerked right leg up and dr said bovie was not working. Pad checked, folded, and it was flattened back out; machine alarmed; case halted, new pad put on pt. Case continued with no alarm from machine or complaint from surgeon. At the end of case pad was removed and burn on pt leg and pad noted. Machine pulled from service, incident report filed.